Event description:
It was reported that pump displayed malfunction code 12 and triggered malfunction alarm, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction alarm did not recur after reset, customer was advised to continue using pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.